Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed that it was due to stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope" ¦inspection of the endoscope 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the deflectable videoscope insertion pipe and control unit connection was not secured. The device was returned for evaluation. During the device evaluation, it was found that the objective lens adhesive was peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the looseness of the insertion pipe. The evaluation also found that the bending section cover had a scratch, adhesive on the bending section cover had a chip, control unit had a scratch, switch #1 had a scratch, connection between bending section and insertion pipe was not secured due to the deformation of the insertion pipe, video connector had a crack and a scratch, video connector case had a crack and a scratch, right/left lever had a scratch, light guide cover glass had a scratch, angulation lever had a scratch, right/left plate had a scratch, upward/downward plate had a scratch, grip had a scratch, and the light guide connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.